Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a no delivery alarm and they experienced the high blood glucose level. The customer's blood glucose level was over 400 mg/dl. The customer was unable to perform the troubleshooting. The insulin pump will not be returned for the analysis.